Manufacturer narrative:
Other applicable components are: product ID: 977d260, lot# va1hmw9020, product type: screening device; product ID: 977d260, lot# va1hmw9021, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, lot# va1hmw9020, product type: screening device . Product ID: 977d260, lot# va1hmw9021, screening device. Conclusion code applies to the unknown external neurostimulator while code applies to the trialing lead (lot number va1hmw9020). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had uncomfortable stimulation with a trial system. An x-ray confirmed the lead had pulled out of the epidural space. There were no known environmental or external factors that may have led to the issue. Programming resulted in uncomfortable stimulation everywhere on the lead and the lead was removed. The issue was resolved at the time of the report. Further information received from the representative reported that the patient was experiencing back pain and dizziness with the stimulation on and off. The patient ultimately removed his bandaging and his remaining lead himself.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, lot# va1hmw9020, product type screening device; product ID 977d260, lot# va1hmw9021, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-07-10. The rep reported that the patient was no longer receiving stimulation and that one lead migrated out and the other was removed by the patient. The rep reported that they had no further information on the resolution of the patient¿s dizziness and pain.